Event description:
It was reported that lead dislodgement was found. During revision, high capture thresholds were noted. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.